Manufacturer narrative:
(B)(4). Date sent 6/8/2026. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? - what is the surgeon¿s experience with the pvs device. - what is the compressed width and thickness of the vessel? - what is the estimated compressed width of the target vessel? - did the surgeon wait 15 seconds prior to firing? - did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? - did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? - were any surgical clips used in the area of the device firing? - were there any difficulties with the device? If yes, please explain. - any issues with the staple formation during the initial procedure? - how was the post-op bleeding identified? - how many days postoperative was the bleeding identified? - what was the total estimated blood loss (ml)? - was a transfusion required? - what was the pre and postoperative anti-coagulant and pain management protocol? - was there calcification of tissue that impeded clamping or cutting? - were there any pre-exiting patient conditions? - any clips, clamps, or graspers near the area where the device was being fired? - please provide a timeline of events. - did the patient receive any preoperative chemotherapy or radiation? - any photos/videos available? - were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? - were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. - what color reloads were used and what was the sequence of the firings? - was a leak test performed? If so, what type and what was the result? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pulmonary resection surgery (right superior lobectomy with lymph node dissection) by videothoracoscopy le date1* , 3 dysfunctions of staples on ethicon echelon flex forceps were presented: - on the stapling stump of the right superior lobar pulmonary vein, 2 staples did not hold: need to install a clip. - on the stapling stump of the first mediastinal artery, 3 staples did not hold: need for conversion to postero-lateral thoracotomy for control of bleeding by prolene 4.0. - on the stapling of the second mediastinal artery, stapling this time satisfactory but absence of section between the staples: necessity of manual section with metzenbaum scissors. Before these dysfunctions, we changed stapling clips for an endogia in order to complete the intervention. Description of consequences: conversion to postero-lateral thoracotomy (passage from minimally invasive to open) -> prolonged stay of the patient, increased risk of pain and postoperative complications.